Event description:
A hospital in (B)(6) reported that a water leak occurred at the feedset of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and connected to a waterbag to check for leaks. Results: a drop of water was observed at the connection between the feedset tube and the mr290 chamber dome. A sufficient amount of glue was found at the chamber and feedset tube connection. A lot check revealed no other complaint of this type for lot number 120705. Conclusion: the damage is most likely due to the feedset tube being under tension during setup. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).